Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient woke up at 2:30 am and his cgm receiver displayed 93 mg/dl. The patient went to the kitchen, drank a shot of liquid glucose and the next thing he realized was being on the floor, bleeding, and calling for his wife. He had passed out, hit his forehead/face on the hardwood floor and sustained a cut to his forehead. A fingerstick bg was performed and his bg was 20 mg/dl. Emergency medical services (ems) was called and the patient was transported to the hospital. The patient received unspecified IV treatment for the hypoglycemia and was diagnosed with a fractured nose and received 8 stitches for the laceration on his forehead. The patient was discharged home. At the time or report, the patient was doing good. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.